Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96, warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the customer was hospitalized and diagnosed with high blood glucose, which had reached high (>500mg/dl). The doctor tried to bring it down and worked with the patient for three days to find out why she had high levels. Recent setting changes had been made with the patient's trainer to see if it would improve her blood glucose levels, but it did not. The doctor also changed and brought the settings up. Additionally, treatment included changing the pod, doing corrections, and needles.